Event description:
The manufacturer service technician reported one of the tips of the device was observed to be fractured off and missing during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.